Event description:
Information received indicates the technician found the ground resistance reading was high on the bed due to a loose ground terminal screw on the power cord plug.

Manufacturer narrative:
The technician tightened the ground terminal screw to repair the bed. The bed was tested and found to be functioning properly.